Event description:
Additional information received from the patient. It was reported that the patient could not charge and was seeing the 375 error code (indicating a problem with the recharger antenna) on the recharger. A replacement device was requested. The patient noted that they called a couple of times because they had been getting shocked and they never heard back from anyone. The device was "ramping up" and they noted that it didn't shock for long. If they bent down it would jolt them. They thought the programmer was the issue. If they lowered it, the device would reset itself. The patient confirmed that this was an increase of stimulation and not shocking. Now the patient could not get the device charged. They also reported that they had been seeing the eri message (elective replacement indicator) for the past month. The message meaning was reviewed. It was reviewed that the patient's implant was almost at the 9 year mark and therefore this was expected. The patient was not aware the devices only lasted 9 years and was not told this information. The patient was advised to follow up with a healthcare provider. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated for the the last two days her stimulation started changing without changing positions. Pt states she has tried to use device and can get stimulation to lower. Pt states she will not even be changing positions and the stimulation just ramps up on its own and has to lower stim. Pt states she has had this awhile and knows how to work machine when patient services (pss) attempted to troubleshoot. Troubleshooting was unable to be performed as pt states she has had the device awhile and knows what to do. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the device started increasing intensity on its own a few days before the patient called to report it. It happened when the patient was moving position while sitting, crossing their legs or shifting their weight from one side to another. It also happened when they bent down to retrieve something. The patient did not know the cause. The patient had not changed their activity level or device programming prior to the issue. The patient had been having trouble getting a full recharge, however the patient was not connecting that to their stimulation changing. In the past, the patient had only had to recharge themselves once a week and still had a good 1/4 to 1/2 charge in reserve. In the last several months, maybe 6, the patient had the device cut off on its own and will not charge unless the patient looked at the screen. They had to deal with more frequent charge s and was not able to reach full charge. The patient had no diagnostic treatment as no one had reached out to them to schedule a meeting. The patient had troubleshot their device by manually adjusting the strength down when it intensified. It had been helpful to change what was their normal, remembered setting down quite a bit. The patient had gone down from 2.00 to 1.20 on the reading but it still felt about the same intensity. It intensified to a level of being uncomfortable for no apparent reason and the old settings were now uncomfortable. The patient had, had their device for 8 years and had never dealt with the unpredictability. Every morning the patient turned their device down and it did seem to remember the new setting but not consistently like before. When it increased it was very uncomfortable and the patient needed their controller to turn it down. It was noted the reading did not correlate to the intensity of the feeling. The problem had not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated she had been shocked by the device and was having trouble charging the implant.